Manufacturer narrative:
The reported field event of infection could not be confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13875, 2938836-2019-13876, 2938836-2019-13877. It was reported that when the patient was found in the in patient area, an infection was observed. The patient had developed a bacteremia from an unknown cause that had led to endocarditis. The patient's system was explanted and the patient was discharged to the cardiac floor for continued monitoring and antibiotics. The patient was stable before, during, and after the procedure.